Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the failure of the camera cable due to the user handling.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.